Manufacturer narrative:
(B)(4). Numerous attempts to contact the customer about their reported problem have been unsuccessful and no response appears to be forthcoming. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer reported that during a patient event, their device continued to prompt "connect electrodes" after the defibrillation electrodes were connected to a patient. The device did not recognize the patient connection. The customer indicated that a backup device was used on the patient. The customer did not provide any additional information regarding the reported event. There was no report of any adverse outcome to the patient.